Manufacturer narrative:
Approximate age of device ¿ 4 years and 10 months. A full evaluation of the pump could not be conducted because the system was not returned for analysis and an autopsy was not performed. A root cause for the reported event could not be determined through this evaluation. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, while the patient was connected to the power module, his spouse heard a ¿different sound that was a steady sound¿ from the pump. She thought the patient was addressing the alarm and went into the kitchen and made coffee. A few minutes later, she checked on the patient, and found that he had expired. Two ICD shocks reportedly had occurred. The health professional stated that there was no way to know for certain the cause of the patient¿s death as it occurred at home and there will be no further investigation. The pump was not explanted and an autopsy was not performed.